Event description:
It was reported that the pt underwent one-level anterior interbody fusion and extreme lateral exposure at l4-5 using a nuvasive peek interbody cage/infuse bone graft//dynoss hydroxyapatite cement supplemented with posterior fixation instrumentation. Approx four months later, a one-level l5-s1 plif with scient'x peek interbody cage/infuse bone graft/dynoss hydroxyapatite crystals supplemented with l4-s1 posterior fixation instrumentation. A revision surgery was performed approx 2.5 months post op in response to l5-s1 right leg radiculopathy and axial low back pain to remove a encapsulated fluid collection, scar tissue and compressive material at l5-s1. The fluid collection was noted to be encapsulated within a gray-colored pseudo wall, but was not in contact with the vertebal body. No neural elements were displaced by the fluid collection, but it was adhered to the dura of the right l5 nerve root. The fluid drained from the fluid collection was clear and colorless. The entire fluid capsule was removed, and reportedly, the fluid collection has not recurred and has been resolved.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Unable to determine the cause of the event.